Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent primary breast augmentation surgery with two unknown gel breast implants experienced bilateral rupture post procedure. As a result, patient underwent bilateral removal and replacement with a 375cc mentor memorygel right breast implant and a 350cc mentor memorygel left breast implant on (B)(6) 2020. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On 3/9/2020, the affected device information has become available for the left sided device. The affected device is a 400cc mentor memorygel breast implant, catalog: 3507400bc lot: 5623261serial number: unk. Manufacturer¿s reference number: (B)(4).